Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue of the input pigtail having damage to the wires. During visual inspection no abnormalities were found with input pigtail. There were no signs of damage to the input pigtail, however, external inspection revealed burnt pogo pins on the left slot of the power manager. The unit was un-repaired per customer request and not for patient use until the appropriate repairs and testing have been performed.

Event description:
It was reported by the customer that the unit has damaged wires on the input pigtail. While in service, it was discovered that the unit had burnt pogo pins. This reported issue was discovered while in service, therefore there was no patient involvement or harm associated with this complaint.